Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and prime anomaly on the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose via manual injection and bolus delivery. Troubleshooting for the prime rewind was performed. Customer advised they were stuck in a preparing to prime loop. Customer did not receive a 2nd series of beeps and the numbers did not appear on the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, primetest, excessive no delivery test, displacement test and rewind test. No prime anomaly noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.